Event description:
Emergency room phyicians noted an abnormal increase in positive toxicology screens. Questioning the lab, it was found that there had been an "urgent medical device recall" on medtox devices used for qualitative detection of "drugs of abuse" in human urine. An all inclusive list of patients with resulting positive urine tox screens using the recall involved lot numbers was produced. Follow-up with patients and family is in progress.manufacturer provided replacement to all affected lots.what was the original intended procedure?urine tox screening.device #1is this a laboratory device or laboratory test?yes.this problem involved: other.if you answered other to the question above, please specify:profile-v medtox scan test devices - 13 panel.is this a recurring problem with this assay, test kit or instrument?yes.if you answered yes to the question above, please provide additional comments:physicians noted what appeared to be abnormally high positive tox screenswhich of the following problems did you observe:questionable patient results.please describe any follow up actions:discontinued all use of product.manufacturer notified.